Event description:
A stent was successfully placed at the neck of the left supraclinoid internal carotid aneurysm, the physician encountered difficulties deploying the non-boston scientific coil and choose to perform a staged procedure. Angiography did not revealing any perforation or other anomalies. Approximately two hours post procedure, the patient suffered a delayed intraparenchymal hemorrhage and subsequently died the same day. The cause of the hemorrhage is unknown.

Event description:
A stent was successfully placed at the neck of the left supraclinoid internal carotid aneurysm, the physician encountered difficulties deploying the non-boston scientific coil and choose to perform a staged procedure. Angiography did not revealing any perforation or other anomalies. Approximately two hours post procedure, the patient suffered a delayed intraparenchymal hemorrhage and subsequently died the same day. The cause of the hemorrhage is unknown.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Intraparenchymal hemorrhage and the patient outcome of death are known and anticipated complications to these types of procedures and are listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
Additional information from the user facility stated that the intraparenchymal hemorrhage was not in the territory of the treated aneurysm, it could be related to the stent, guidewires or coil used in the procedure.